Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was alleged that the pump incorrectly calculated a bolus resulting in a 30 unit bolus being delivered. Customer declined to upload the pump in order for tandem technical support to investigate the issue further. Customer¿s blood glucose level was 327 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged bolus delivery issue could not be verified.